Event description:
Boston scientific crm received information that loss of ventricular capture was observed with this pacing system. The clinician will be faxing in the pacemaker strips for review. A guidant technical services consultant reviewed the faxed in data and confirmed loss of ventricular capture with pacing and sensing issues. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Nearly, five years later, the device was returned following explant for an unspecified reason.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. Visual inspection noted no device abnormalities. Detailed testing confirmed the device passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Event description guidant received information that loss of ventricular capture was observed with this pacing system. The clinician will be faxing in the pacemaker strips for review.